Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported the patient experienced a developing adverse reaction to metal debris (armd), osteolysis, and elevated cobalt serum levels approximately two years post-implantation. Subsequently, the patient underwent a revision procedure approximately five years post-implantation. Operative records received reported that during the revision procedure, bone grafting took place, a cyst was excised completely and a pocket of armd was noted inferiorly which was curetted and washed out with pulsed lavage.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04878 / 04879).

Event description:
It was reported a patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient began developing an adverse reaction to metal debris (armd), osteolysis, and raised cobalt levels on (B)(6) 2012. Patient underwent a revision procedure on (B)(6) 2015. Operative notes received reported that during the procedure, bone grafting took place, a cyst was excised completely and a pocket of armd was noted inferiorly which was curetted and washed out with pulsed lavage.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.examination of returned device found no evidence of product non-conformance. Returned produce was covered in dried blood and tissues; therefore, an accurate dimensional analysis could not be performed. A conclusive root cause could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.